Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the customer. The rse noticed that several monitors were assigned to the same bed. These additional assignments were removed in order to fully utilize the location mapping. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the configuration. An alarm was triggered at the bedside, which was successfully displayed at headquarters after changing the configuration. Section e: reporting institution phone#: (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating that alarms were no longer being transmitted at bed g9. The device was in use on a patient at the time of the event. There was no adverse event reported.